Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated d4 expiration date updated d4 unique identifier (UDI) number updated h4 device manufacturer date updated h6 type of investigation by adding code-3331 h11: corrected data: corrected h6 impact code by replacing code-4607 with code-4629 corrected h6 clinical code by replacing code-4580 with code-2021.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that the patient had a 27mm 2800 pericardial valve, implanted in the pulmonic position, underwent an attempt for a valve-in-valve procedure after an implant duration of 16 years, one (1) month due to stenosis and insufficiency. The patient underwent balloon valvuloplasty of the bioprosthetic valve with intentional fracture of the valve ring to deliver a sapien valve. The procedure was not successful due to the prolong procedure time and the fluoroscopy time. The procedure had to be staged.